Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run. Therefore, the reported condition was confirmed. It was further determined that the electric motor was bad and there was corrosion in saw head and gear components. The assignable root cause was determined to be due improper cleaning/care and possibly immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the battery reciprocator device failed when the blade device was moved to side. There was no delay to the surgical procedure as an identical spare device was available for us to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.